Event description:
Additional information received reported that the patient had surgery on 2013-(B)(6) to go from a percutaneous lead to a surgical lead and the patient got ¿paralyzed completely.¿ the reporter stated that four days later the ¿left side came back slowly.¿ it was noted that the device was removed. It was reported that the patient needed a motorized wheelchair.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3550-29, lot# n313965, implanted: (B)(6) 2012. Product type: accessory: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported the patient experienced weakness and loss of feeling in their upper extremities following implant on (B)(6) 2013. It was noted the patient outcome was unknown and the patient remained in the ICU with condition improving at the time of the report. Additional information reported the device was explanted and the patient was doing much better. The reporter stated the healthcare professional believed that a very narrow epidural space resulted in excessive pressure with the lead in place.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported when the patient was going from a percutaneous lead to the paddle lead ((B)(6) 2013 the patient woke up from surgery and was paralyzed from the neck down. It was reported when the surgeon was trying to implant the lead it was sliding to the right and bruised the patients spinal cord. It was stated the bruising on the spinal cord is the reason why the patient was paralyzed. When the patient woke up from surgery they were in the ICU for blood pressure management to help recover from the injury. A CT scan confirmed the lead was pressing against the patients spinal cord. It was stated "the surgeon forced the lead into his body during the revision surgery". The lead was then explanted on (B)(6) 2013 and the patient returned to ICU for blood pressure management. The patient got some movement on the left side but no movement on the right side. The patient was in ICU for one week, then moved to a rehab hospital for 28 days. The patient regained some movement on right side and full movement on the left. The patient had "pins and needles/lightening pain" from the nipples down in all the extremities. The patients ankle gives out and the bruise on the right side has healed/matured. The patient was redirected to their hcp for questions pertaining to a lower back scs trial helping paralysis and pain.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3550-29. Lot # n313965, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type accessory; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3550-39, lot # n319565, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
Additional information received reported that the patient had a system previously implanted to treat regional pain syndrome of upper extremity and the patient had returned to surgery two months ago to have a new lead placed for new pain symptoms following a trauma. The old lead was removed and the new lead was placed. Immediately post-op, the patient experienced a significant neurologic deficit with quadriparesis, including loss of motor function. A CT scan revealed no hematoma and proper placement of cervical lead with expected narrowing of the canal from placement of lead. The patient regained some motor and sensory function after being placed on steroids; however, because of persistent neurologic deficit, the patient returned within a week to have the device removed. The patient was discharged to a rehabilitation facility to continue recovery. It was noted that the device was never turned on postoperatively.